Manufacturer narrative:
(B)(4). Eval results: the lesion was highly calcified. Eval conclusion: device failure/lack of effectiveness related to patient condition.

Event description:
A 1.25mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a pt to pre-dilate a highly calcified lesion located in the right coronary vessel. However, while being used during the pre-dilatation, the balloon was reported to have ruptured on the third inflation at 12 atms. The account confirms that no abnormalities were noted during preparation of relevant device and inspection prior to initial use. A competitor balloon also ruptured at this lesion. The device was moved between inflations and resistance was encountered. The procedure was completed using competitor products. The pt is reported to be fine and no other clinical sequelae were reported.